Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013; resulting in fixture loss. The device has not been made available for analysis as of the date of this report, (B)(4)2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.